Event description:
During advancement of a coronary stent with delivery system to the target lesion site in the pt's circumflex artery, the sheath was prematurely retracted and the stent became dislodged from the balloon catheter. Two add'l guidewires were being retracted as one unit through the femoral circulation, when the stent became dislodged from the guidewires. Subsequently, the stent embolized to the peripheral circulation. No further attempts to retrieve the stent were initiated. There were no clinical sequelae reported relative to this event.